Event description:
It was reported to philips that the ups (uninterruptible power supply) had an error and could not be bypassed resulting in being unable to boot up the azurion device. The device was not in clinical use at the time of the reported event. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A non-philips engineer inspected the system onsite and confirmed that the problem was not with ups. The actual cause of the issue was with the blown fuse in ny1 (non-philips product) that powers the ups. The non-philips engineer replaced the blown fuse in the ny1 that powers the ups. After the replacement of the blown fuse, the system was returned to use in good working order. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.